Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer declined to troubleshoot for high readings. Customer states that high was due to infusion set leaking at the site portion. The insulin pump will not be returned for analysis.